Event description:
Coiling treatment of a basilar tip aneurysm. It was reported that the coil protruded into the parent artery during delivery. The physician was unable to retract the coil due to the risk of coil stretch. The coil was implanted and it was reported that a loop of the coil was observed protruding into the parent artery. No patient injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation, as it was implanted in the patient. See scanned page.